Event description:
It was observed that during the device evaluation, the duodenovideoscope distal end had residual liquid, the adhesive around the light guide lens had foreign material, and there was a gap between the adhesive for the cover of the light guide bundle and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip had a scratch. The scope cylinder had no color. The right or left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. The scope connector cover unit had a scratch. The scope connector case unit has a scratch. The image guide protector had a chip. The cover of the light guide bundle was damaged. The connecting tube had a snag. The distal end was shaved. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and information surrounding the foreign material or deviations are unknown. Furthermore, physical damage at the material residue point was not confirmed." Additionally, the gap at distal end glue is likely due to physical stress such as hitting/dropping distal end or chemical stress by chemicals used. However, the root causes of the reported events are unable to be conclusively determined. Olympus will continue to monitor field performance for this device.